Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a competitor guidewire became stuck in the left ventricular lead. The physician elected to cut the guidewire and a portion remains inside the lead body. The lead parameters were within normal limits and the lead remains in use. No patient complications have been reported as a result of this event.